Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker system. Upon review, the presenting electrogram (egm) showed possible loss of capture (loc) on the right ventricular (rv) lead channel. The hcp stated that the patient will be scheduled for a follow up visit and will consider reprogramming device settings. No adverse patient effects were reported. This pacemaker and rv lead remain in service.